Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a female patient underwent an ischemic left ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with an ez steer thermocool sf navigational catheter and suffered a cardiac tamponade requiring pericardiocentesis/pericardial drain. During the procedure, the patient became hypotensive and a pericardial effusion was confirmed via body surface echocardiography. Pericardiocentesis yielded 200 ml. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was not related to any biowi product malfunction. No transseptal puncture was performed. A brand-unspecified short sheath was used. Generator was set on power control mode at 25 watts with temperature cut-off of 35 degrees celsius. There is no information regarding power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 8 ml/min. Patient received anticoagulant with activated clotting time maintained in an unspecified range. There were no errors reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.